Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
Reportable based on device analysis completed on 16jan2019. It was reported that the catheter was difficult to move/steer. During preparation for a myocardial ablation procedure for atrial flutter with an intellatip mifi oi ablation catheter, the bend lever was difficult to use because it was very hard. Even though an adjustment was made, it was still very hard and it was difficult to use. The procedure was performed using another lot of same device. No serious injury or adverse patient effects occurred. However, returned device analysis revealed fluid under ring 1 proximal seal and electrode. The device was returned for analysis. Dried, rust colored fluid was under ring 1 proximal seal and electrode. Dried body fluid found on the handle, main body and distal end. Dried saline found on the distal end and inside the irrigation ports. Tip motion was evaluated against a curve template. Both curves reached the specified template area. The steering knob and tension control knob functioned properly on both lock and unlock positions, however both knobs required abnormal effort to rotate. X-ray found no anomalies. The steering and tension knobs were removed to inspect the o-rings. Each o-ring appeared normal and lubricant was found on both sides of each ring. The handle hub area and both knobs also appeared normal. Steering knob o-ring measurements were typical. Tension knob o-ring measurements were typical. The distal end was dissected to investigate possible fluid ingress at ring 1. Dried fluid/corrosion found under ring 1, but none was found under rings 2 and 3. The distal end cavity was free of dried fluid/corrosion except directly under ring 1.